Event description:
The customer reported low blood glucose levels of 50 mg/dl. The customer reported drinking a glucose drink and taking some glucose tablets to treat the low blood glucose level. The customer also reported that the holster of the insulin pump was broken. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.